Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging black particles in the filter. The patient reported shortness of breath and copd. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported incorrect comment in section b5. The comment is updated as the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The sentence 'this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.' Is incorrect. Section d8 is selected as unknown, section h6 is updated with codes where, component code is blank, type of investigation: 4118, investigation findings: 3233, investigation conclusions: 11. H10 was marked incorrectly as manufacturer narrative and the comment is no longer used.

Event description:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported MDR as a product problem in b1. The manufacturer determined that this event is an adverse event.the manufacturer corrected this in section b1 and updated b2, h1 and h6.please see these sections for updated information.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. The patient has alleged to seeing the black particles in filter, shortness of breath and copd. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report. Section g4 PMA/510k number has been corrected in this report.